Event description:
It was reported by the rep that the (1) tlc75 was used during an unknown procedure. It was reported that there was staple line leakage in the middle of the staple line. There are no other details available.